Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product only heats up until 21 celsius degrees. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
D4 - primary UDI number: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was duplicated. The printed circuit board (pcb) did not heat up the recirculating fluid. The pcb will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.